Event description:
It was reported that an impedance anomaly was noted on the left ventricular lead. The lead was replaced to resolve the event. Further information was requested but was not received.

Manufacturer narrative:
The reported event of high lead impedance issue was not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection and x-ray examination of the lead did not find any anomalies.

Event description:
Additional information received noted that during an implant procedure high pacing impedance was noted on the left ventricular lead. The lead was explanted and replaced to resolve the event and the patient was stable following the procedure.